Manufacturer narrative:
A supplemental report will be submitted upon complete of the investigation.

Event description:
It was reported that, " pt dislocated wrong implants were implanted, 28od and 26id." Additional information received on date: 06/15/2010. Pt was revised on (B) (6) 2010 to a total hip.